Event description:
During a laparoscopic ventral hernia procedure, the insufflator stated over pressure, and was venting. At the procedure's end, anesthesia noted that the patient's carbon dioxide (co2) level increased and the patient had a prolonged wake up lasting 95 minutes. The patient was awakened in the operating room. The insufflator was removed from service and sent to biomed department. The physician was notified/aware of the event.what was the original intended procedure?laparoscopic ventral hernia procedure.